Event description:
It was reported that, after a primary r3-tha construct had been implanted on the patient¿s left hip on (B)(6) 2010, the patient experienced adverse local tissue reaction with joint effusion, pain, high metal ion levels and metallosis, synovitis and focal pseudotumor formation. Revision surgery was performed on (B)(6) 2019 to treat this adverse event; the r3 44mm ID intl cocr liner 56mm and bhr modular head 44mm were explanted. The patient was discharged on (B)(6) 2019 in a good condition.

Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report. - attachment: [253493 summary.pdf]

Event description:
It was reported that a revision surgery was performed due to painful hip.